Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review. The device was received for evaluation. Visual inspection revealed tampered seal label was missing. Scratches and cracks on liquid crystal display (lcd) lens screen. During functional testing, a disposable cassette was attached for functional tests which failed. The reported problem was duplicated. A cassette not attached properly error alarm emerged during functional testing and showed downstream occlusion sensor. Root cause was determined to be a defective downstream occlusion sensor nonreactive. Downstream occlusion sensor was replaced.

Event description:
It was reported that the pump gives error message "cassette not attached properly. Reattach cassette." Once pump is attached to cassette and latch is closed. No patient injury reported.